Manufacturer narrative:
Continuation of d10: product ID: 3389-28, lot# unknown, implanted: (B)(6) 2008, product type lead; product ID: 7482-51, serial# unknown, implanted: (B)(6) 2008, product type: extension; product ID: 64002, lot# unknown, implanted: (B)(6) 2024, product type: adapter; product ID: 3389-28, lot# unknown, product type: lead; product ID: 7482-51, serial# unknown, product type: extension; product ID: b35200, serial# (B)(6), product type: implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-28, serial/lot #: unknown; product ID: 7482-51, serial/lot #: unknown; product ID: 64002, serial/lot #: unknown; product ID: 3389-28, serial/lot #: unknown; product ID: 7482-51, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was low impedance between contact 4 vs 7. A new pocket adaptor and implantable neurostimulator (ins) were used and the impedance issue was not resolved. It is unknown if there are any patient/external/environmental factors contributing to this event. No symptoms were reported. Additional information was received stating that the cause of the low impedances was not determined. The low impedance issues have not been resolved and no further actions will be taken. Additional information was received stating that the patient does not want to have another surgery and will keep the devices with the low impedances. The patient was able to program around the low impedances to receive effect therapy.

Manufacturer narrative:
H3. Analysis of the ins (s/n: (B)(6)) found the ins output and telemetry were acceptable; however, the battery was near normal battery depletion. Normal impedance was observed. Analysis of the adaptor found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.